Event description:
Smith industries medical systems, deltec 1265 grey fox rd, st paul, mn 55112. Notification of this incident was previously received. We determined that this report met the criteria for a reportable event as described in the medical device reporting (MDR) regulation, 21 cfr. Section 803 and was reported under access number m736820.